Event description:
The customer alleged they received a questionable vitamin d result for one patient on their e-module analyzer. (B)(6). The customer diluted the patient's negative sample and the result was 430 ng/ml and it was reported outside the laboratory. The result did not fit the patient's clinical picture. The sample was then tested on a diasorin liaison and the result was 58 ng/ml. The patient was not harmed by this event. The vitamin d reagent lot number was 169889 and the expiration date was not provided.

Manufacturer narrative:
The customer stated that after the patient sample's initial result of > 70 ng/ml, the sample was diluted by a factor of 1:10. There was no sample available for an investigation. No root cause could be determined.

Manufacturer narrative:
This event occured in (B)(6).